Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, the tower experienced a startup failure. The team restarted the system using the uninterruptible power supplies (upss); however, this did not resolve the issue. The team then used the emergency power off (epo) button to shut down the system and subsequently restarted it using the upss. Following this action, the tower successfully completed the boot-up procedure. During the procedure, while using the monopolar energy, flashes occurred on the operating room team interface (orti) and subsequently an endoscope frozen error message appeared stating that "check the endoscopic system. If the condition persists, discontinue use." There was no patient injury.